Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead, leading to inappropriate atrial tachy response (atr) episodes. Troubleshooting was discussed and recommended. No adverse patient effects were reported.